Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2025. The patient¿s pd registered nurse (pdrn) reported the patient contracted peritonitis due to user error, when she failed to utilize a stay safe end cap after completing treatment. Subsequent attempts to obtain additional clinical information (e.g., causality, discharge summary, hospital records, medication records) were unsuccessful.